Event description:
During a renal pta treatment procedure, the shaft of the gazelle 5.5x20x135 mm balloon kinked and fractured into two pieces. The fractured portions remained on the guidewire and were successfully extracted. There were no pt complications.